Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an overnight low while using the ilet, with a documented blood glucose nadir of 55 mg/dl and time below range from approximately 3:00 to 3:40. The user treated with oral carbohydrates, including orange juice and cookies, and did not require assistance or professional medical intervention. Symptoms included sweating consistent with hypoglycemia. Outcomes included transient hypoglycemia without hospitalization. Investigation included user education and troubleshooting on proper meal announcement and strategies to prevent lows while the system adapts insulin delivery. Investigation of this case revealed no device alarms, no malfunction reported, and that the event was consistent with hypoglycemia of unclear cause in the context of early device use and ongoing automated basal adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable.